Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Based on device settings, the device was below the expected longevity. During analysis, the device exhibited high current. The high current was isolated to an anomalous component in the hybrid subassembly.